Event description:
On (B)(6) 2013, the reporter contacted animas, alleging frequent loss of prime with their device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2013 with the following findings:the black box recorded loss of prime with non-zero force and load step malfunction. Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime..force sensor calibration was out of specification, low opened. Pump and removed from case. Removed force sensor from motor drive assembly. Inspected force sensor flex. Force sensor flex trace was cracked at pin connection. Force sensor pins on flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.